Event description:
It was reported that a revision was performed due to an implant fracture.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms that the nail is broken. A review of the complaint history shows one prior complaint with the listed lot/failure mode. A lab analysis was completed with the following results; it was concluded that the knee nail could have fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the nail could not bear the imposed patient loading, leading to overload fracture. Fatigue cracking is caused by the nail bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. These excessive cyclic stresses may be caused by any number of conditions, including but not limited to excessive patient weight, excessive patient activity levels prior to full bone union, chronic non-union or mal-union of the bone fracture, and/or poor bone density. No materials or manufacturing deviations were found in this investigation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.